Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The pump was placed but due to lack of distal flow down the limb, the team made attempts to place a distal perfusion line. The placement failed and so the pump was weaned and replaced by an intraaortic balloon pump. The patients status was noted to be stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿